Event description:
It was reported that the insulin pump alarmed button error and a week prior to the phone call, while the customer was on vacation. The customer's blood glucose was 130 mg/dl. The customer stated that the device was exposed to some kind of moisture. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No moisture damage was found on the electronic assembly and motor. The insulin pump had minor scratches on the display window, cracked display window corner, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip. The insulin pump had a missing address and serial number label.